Manufacturer narrative:
E1 "establishment name" - (B)(6) medical center. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: 3.2 preparation and inspection of the endoscope, 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending section cover (a-rubber) had slack, due to wear of the angle wire, bending angle in up direction did not meet the standard value, the universal cord had coating peeling, the connecting tube had a dent, the connecting tube had a buckling, the connecting tube had a wrinkle and due to a pinhole on the connecting tube, water tightness was lost. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the videoscope cable exera ii had water leakage due to damage to tube tip. It was unknown when the event was observed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating was peeled on the flexible tube of the insertion site. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.